Manufacturer narrative:
Reported event: mps (B)(6) reported arm fell during pka case. Device evaluation and results: per gsp (B)(4): fse performed gravity calibration and verified that the arm would stay in place after being released. Testing resulted in passing results. Product history review a review of the DHR associated with rob593 found quality inspection procedures successfully passed. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
Gsp 164640: mps (B)(6) reported arm keeps falling during pka cases.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): mps mark williams reported arm keeps falling during pka cases.